Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that seven month's after the dental implant was placed, in ada site #13 of the patient¿s mouth, non-osseointegration and bone loss was observed, associated with pain. Patient presented bone type iii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
The clinician reported that seven month's after the dental implant was placed, in ada site #13 of the patient¿s mouth, non-osseointegration and bone loss was observed, associated with pain. Patient presented bone type iii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.